Event description:
Information was received from a user facility (uf) via manufacturer representative regarding spinal products that were used in spinal fusion therapy. It was reported that was not tightening during inspection. There was no patient involved in the event and no further complications or symptoms were reported.

Manufacturer narrative:
H3: product analysis of part#: 9561524, lot#: my19d001 visual inspection did not reveal any damage to the flex arm. Functional inspection confirmed the big knuckle will no longer tighten. The handle screw will thread in and out a little. The tightening screw appears to be jammed in the knuckle. H11: this regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.